Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a patient side occlusion could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported a patient side occlusion while infusing tpn at 13ml/hr to a neonate patient. One infusion was going to the patient's PICC (central line) and one to the patient's peripheral line and both were alarming for patient side occlusions even though both lines flushed and patent. There was no harm.